Event description:
The customer reported that the device failed preventive maintenance and had a channel error. No patient involvement is noted.

Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer due to check IV set error. Replaced broken bezel assy harness wire, and broken ail sensor chips. Replaced broken door lower hinge, and cover door. Replaced damaged bottom rear case, and corroded right, left iui. A review of the device history record for sn (B)(6) was performed from date of manufacture to present date 10/28/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the upper pressure sensor causing check IV error.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device failed preventive maintenance and had a channel error. No patient involvement is noted.